Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 580 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include dizziness, frequent urination and feeling lightheaded. The patient had treated themselves with 2 pen injections of insulin prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids. The patient was discharged from the hospital after 5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.